Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the affected blue fiber port to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, during case setup to report that the second surgeon console is not connected to the vision tower, but the blue fiber cable was plugged in at both ends. System logs confirm a subsystem timeout error reported by console 2. The customer tried to perform a hard reboot on the system and reseat the blue fiber cables, but the patient cart did not power off because the emergency power off (epo) button was not pressed, and the issue remained at startup. Technical support engineer (tse) assisted the customer with performing another hard reboot / epo on the system, and further troubleshooting steps, however the issue returned with both surgeon consoles not connecting to the vision tower. Tse was unable to view any system logs or fiber port led status after the initial hard reboot. The customer disconnected console 2 and tried rebooting the system, but the issue persisted. The customer was unable to use the system for the procedure and was unsure how to proceed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotic procedure was converted to laparoscopy due to pre-operative connection issues. No additional ports were placed due to the conversion. The patient tolerated the change and did not experience any intra-operative / post-operative complications during/following the surgical procedure. The patient returned home in great condition.